Event description:
It was reported that the patient is experiencing severe pain in the groin area, also in the back of the thigh and along the left outside of the hip. Patient is reporting hearing clicking noises when lifting leg and states that when she was in recovery room she realized that her foot was paralyzed. Patient is reporting that the hip locks up.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.